Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated the pump alarm during normal use. Customer was advised that a battery out limit alarm during normal use may indicate loose battery cap. The customer was advised that we will send a replacement battery cap and monitor pump. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer was advised to insert a new aaa alkaline battery. The customer stated that display returned and advised to monitor pump.